Event description:
Force bipolar robot instrument was being used during case when it was noticed that the instrument was broken. We had trouble getting instrument out of the trocar, had to use emergency unlock key and emergency stop on robot twice. Successfully removed instrument from pt and sterile field.